Event description:
It was reported that the patient has expired after an implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.